Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of the patient samples tested with the sodium electrode on a cobas integra 400 plus analyzer. The customer provided an example of one patient sample with discrepant sodium results. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 123 mmol/l. The low result was questioned and the sample was sent to another laboratory for repeat testing. The sample was repeated on an unknown analyzer, resulting in a sodium value of 140 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The field service engineer adjusted the mixing and drying. The ise mixing tower was cleaned and waste tubing inside the ise unit was replaced. Probes were replaced and gears were lubricated. All transfer head and syringe assembly valves were tightened. Electrode service maintenance was performed. All ise solutions were replaced. The pinch valves and tubes of the ise module were checked and no issues were found. Precision studies passed. A patient comparison study was performed and passed. Calibration and controls passed. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service actions were performed. Medwatch fields d1, d2, d4, g1, and g4 have been updated.